Manufacturer narrative:
After further review of additional information received: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions. In a review of the labeling and IFU 700-060-004, it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure. Also, fracture, migration, loosening, subluxation or dislocation of the prosthesis or any of its components, and any of which could require intervention or revision. And may require a second surgical intervention or revision.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2010, a (B)(6) y/o, female patient with a bmi of 37.7, underwent implantation of a insert tibia logic ps sz3 13mm. On (B)(6) 2018, approximately 96 months post implant, the patient underwent revision due to polyethylene exchange.